Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that when they opened the pad prior to use, they noticed discoloration on the gel. The pad was not used. Initial eval of the returned sample found the foil was degraded under the termination cover and showed no resistance.